Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2023 for a follow up and informed providers of redness and discharge around the driveline for the past few days. The patient also reported symptoms of fevers, nausea, vomiting, and diarrhea. Cultures were taken from the driveline exit site. Computed tomography (CT) scan of the abdomen was consistent with infection. Antibiotics were started and infectious disease (ID) and cardiothoracic surgery were consulted. On exam, the patient was noted to be slightly hypervolemic. Volume status was managed with dialysis and home milrinone infusion was continued. No other interventions were done. A prolonged course of antibiotic therapy was completed for the driveline infection. As of (B)(6) 2023, the infection remained ongoing. Surgery was considered to be too risky given the patient's end stage renal disease.

Event description:
It was later reported that patient presented to the emergency room on (B)(6)2023 with shortness of breath. They also reported weakness and drainage from the driveline exit site. The patient was recently discharged from the hospital on (B)(6) 2023 after being treated for a driveline infection, for which they are still receiving IV antibiotics. Shortness of breath was attributed to volume overload. The patient also had acute hypoxemic respiratory failure second to pulmonary congestion, seen on chest xray. Diuresis and volume removal with dialysis remained ongoing. A blood culture was taken and was positive for yeast attributed to either dialysis line or lvad. Infectious disease was following, recommending antifungals to treat fungemia. An echocardiogram was done to rule out endocarditis. There was no evidence of mass or vegetation, but endocarditis could not be ruled out. The patient was not a candidate for surgery and was ultimately transitioned to home hospice care. Dialysis and milrinone infusion were discontinued and the patient was discharged home on oral antimicrobials and comfort measures. The patient passed away on (B)(6) 2023 due to a fungal infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events, heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome cannot be conclusively determined. Heartmate 3 left ventricular assist system, serial number (B)(6), will reportedly not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including right heart failure, infection, renal dysfunction, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Infection is listed as potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.